Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed new left bundle branch block (lbbb). The condition was treated with medication and remained ongoing. Two days post-implant the patient was noted with first-degree av block, which also was treated with medication and remained ongoing. At the patient¿s six-month follow-up, the patient¿s pr interval had shortened and sinus bradycardia was observed, and the lbbb remained present. No treatment was prescribed. No adverse patient effects were reported. Approximately six weeks later, a permanent pacemaker was implanted with no subsequent adverse patient effects.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.